Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. The patient is reported to have a history of fracture of the femur above a femoral nail followed by dynamic hip screw. Siw did not supply either of these devices. It is reported that the patients bony proximal femur had collapsed, unrelated to the reported siw mets distal femur implant. Device not returned.

Event description:
It was reported that a revision surgery was performed as a result of disassembly of the principle shaft from the distal femoral component.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that a revision surgery was performed as a result of disassembly of the principle shaft from the distal femoral component.